Manufacturer narrative:
A lot history review of slles342 batch # 10858 (finished good) was performed, along with reviews of the following sub-assemblies: lava -34 batch # 10720, dmso batch # 10808, and dmso batch # 10837. It was concluded that all finished good and sub-assemblies were manufactured to released specifications, with passing quality test results and no deviations or nonconformances. Non-target embolization is a recognized as a potential adverse event and is listed in the IFU. Multiple emails were sent to the physician requesting a patient outcome follow-up for this case. No reply has been received.

Event description:
Two issues observed during the case: 1. Upon administration of dmso (0.5 ml, in accordance with dead space of catheter)), patient experienced significant pain, began thrashing uncontrollably on table, and blood pressure increased significantly. It took more than 60 minutes post procedure for anesthesia to once again stabilize patient and get back to normal. 2. During the embolization of the gda, physician placed one coil distally after measuring the vessel at 3.5 mm. Initially, a 4mm coil was used which failed to deploy, so physician changed to a 3 mm coil. This coil deployed about 75% and the remaining tail was proximal towards the microcatheter tip where lava would be deployed to fill space. As physician began advancing lava at 0.3 ml/min rate, the lava became visible in gda and began to fill space between coil and catheter. Then lava was visualized in collateral vessels not adjacent to the gda (non-target areas). Physician stopped delivering lava at this point and placed 2 coils proximally to end case. Anesthesia was called to help get patient blood pressure and stabilize, which took 60+ minutes after procedure.

Event description:
Two issues observed during the case: 1. Upon administration of dmso (0.5 ml, in accordance with dead space of catheter)), patient experienced significant pain, began thrashing uncontrollably on table, and blood pressure increased significantly. It took more than 60 minutes post procedure for anesthesia to once again stabilize patient and get back to normal. 2. During the embolization of the gda, physician placed one coil distally after measuring the vessel at 3.5 mm. Initially, a 4mm coil was used which failed to deploy, so physician changed to a 3 mm coil. This coil deployed about 75% and the remaining tail was proximal towards the microcatheter tip where lava would be deployed to fill space. As physician began advancing lava at 0.3 ml/min rate, the lava became visible in gda and began to fill space between coil and catheter. Then lava was visualized in collateral vessels not adjacent to the gda (non-target areas). Physician stopped delivering lava at this point and placed 2 coils proximally to end case. Anesthesia was called to help get patient blood pressure and stabilize, which took 60+ minutes after procedure.